Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the pivot tool on the mira-I cs retractor body was being used to increase the angle of the blades, the retractor articulated at the joints between the pivot knob and the retractor rack. The same device was used to complete the procedure. The hosp did not report any pt effects.